Event description:
Reprocessed ligasure opened for case. During use, the surgeon reported that the knife was not firing properly and it was noticed that the housing was falling apart. A new (not reprocessed) ligasure was retrieved and the case was completed without incident.